Event description:
It was reported that, this left ventricular (lv) lead exhibited multiple high impedances out of range and loss of capture (loc). Technical services (ts) recommended to check in the patient in the office to review impedance on all vectors and recommended to consider chest x-ray to evaluate lead connection and if the terminal pin is fully inserted. This lv lead remains in service. No adverse patient effects were reported.